Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician could not unscrew the lead from the fixation site despite performing a large number of rotations, and eventually pulled the lead to remove it. The lead was explanted and the helix was found to be misshapen with tissue attached upon visual inspection. A replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix stretched. If information is provided in the future, a supplemental report will be issued.